Event description:
I received a xlif spine fusion of l4/l5 on the (B)(6) 2008 at the (B)(6). I have just looked at the FDA medical device approval letter for the nuvasive implant inserted into my spine and realized the surgeon failed to use fixation on my spine. The FDA only approved the disc cage implant if additional fixation is used as well. This appears on the manufacturer's FDA approval letter request below: www.accessdata.FDA.gov/cdrh_docs/pdf4/k043405.pdf, www.accessdata.FDA.gov/cdrh_docs/pdf5/k052210.pdf. (B)(6). There's nothing holding me together. Unknown what materials were used as bone growth during surgery.